Event description:
It was reported that during a laparoscopic hysterectomy procedure conduction of I-blade broken. No part fell into patient. No further information is available. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and slightly lifted and with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade was damaged not all testing was performed with the generator. The condition of the device prevented the functionality of the device. The jaw was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade and jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.